Event description:
Medtronic received information that a 29-mm aortic transcatheter bioprosthetic valve (serial not reported) was successfully implanted in a (B)(6) male patient with a background of mcardle disease and morbid obesity ((B)(6)). Postoperative echocardiography demonstrated satisfactory function of the bioprosthetic valve with mild paravalvular regurgitation. Two days postoperative, the patient developed intermittent mobitz type ii atrioventricular block, requiring implantation of a permanent pacemaker. Approximately three weeks later, a transesophageal echocardiogram (tee) demonstrated severe paravalvular aortic incompetence and a mobile mass measuring within the ventricular portion of the prosthesis. Due to negative blood cultures and absence of valvular regurgitation, the mass was treated as a thrombus and the patient was anti-coagulated without long-term antibiotics. Four months later, a repeat tee showed resolution of the mobile mass with no central valvular regurgitation, but with moderate-to-severe paravalvular regurgitation and persistent dyspnea. Approximately 3.8 years post-implant the bioprosthetic valve was surgically explanted and replaced by a conventional surgical aortic valve. Visual examination revealed neo-endothelialization in small areas between the prosthesis and the aortic wall, and two large calcific nodules below the left main coronary artery and near the commissure between the left and right coronary cusps. The calcification was suspected to have caused distortion of the prosthetic valve which in turn prevented apposition to the vessel wall. No additional adverse patient effects were reported.

Event description:
Additional information received stated the event occurred on (B)(6) 2009, prior to product approval in australia. The patient was also noted to have suffered from muscular dystrophy. The physician stated that the patient's bicuspid aortic valve with severe calcification prevented opposition of the bioprosthetic valve against the aorta. The physician added that the measurement of the annulus was done with echocardiogram (not computed tomography), and that this valve may have been undersized.

Manufacturer narrative:
The device was not returned to medtronic. (B)(4). Title: late surgical explantation and aortic valve replacement after transcatheter aortic valve implantation authors: louis w. Wang, mbbs, mm, emily k. Granger, mbbs, jennifer a. Mccourt, phd, roger pye, mbbs, jason m. Kaplan, mbbs, and david w. M. Muller, mbbs, md journal: annals of thoracic surgery 2015;99:1434¿6 doi: http://dx.doi.org/10.1016/j.athoracsur.2014.06.099.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.